Event description:
It has been reported to philips that the message "warning: motorized movement unavailable" was displayed on the allura device. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized movement was not available. This case is a combined case, the scheduled maintenance was performed in accordance with the manufacturer¿s instructions. The following malfunctions were detected: review the monitor in the control room (left) upon startup for visual artifacts. Fse suggested to replace the parts. However, the system worked normally, no service has been performed by philips since the customer was asked to cancel the engineer visit. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.